Event description:
Event description guidant received information that a patient with this implantable cardioverter defibrillator (ICD) experienced pleuritic chest pain and hypertension and was readmitted to the hospital the same day of discharge.